Manufacturer narrative:
The reported events of high pacing lead impedance and failure to capture were not confirmed. As received, a complete lead was returned in one-piece with the helix partially extended and clogged with blood/tissue. Electrical testing was normal. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after implanting the right ventricular (rv) lead, it was noted that the lead exhibited high pacing impedance and failure to capture. The lead was not used and a new lead was implanted. The patient was in stable condition.